Event description:
Intera oncology received a report of a revision that was performed. The revision was due to the patient developing a pseudoaneurysm of her common hepatic artery and requiring a stent. The physician attached a tapered catheter to the already implanted hepatic artery infusion pump and inserted catheter into the splenic artery. No new pump was implanted. The physician reported everything went well.

Manufacturer narrative:
The device history record was reviewed. The pump was manufactured on may 18, 2018. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. The expiration date was september 30, 2019. During communication with the physician, it was revealed that the cause for the revision was due to the patient developing a pseudoaneurysm of her common hepatic artery and requiring a stent. The surgical procedure consisted of attaching the tapered catheter to the already implanted hepatic artery infusion pump and inserting catheter into the splenic artery. The physician did not insert a new pump and kept the existing pump implanted in the patient's body. Therefore, there was no malfunction towards the pump, and it's working as intended. The physician reported that everything went well. In addition, pseudoaneurysm is a known adverse event on the labeling of the codman 3000 pump.